Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that there was elevated short interval count, which could indicate oversensing. Intraoperatively, the current flow was tested and found to be high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.